Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2016 with the following findings: a review of the black box showed call service 078 alarms. The rewind, load, and prime steps were performed successfully. The pump was tested for 24 hours with no alarms emitted. Unrelated to the original complaint, moisture was found behind the display lens. A leak test was performed and failed due to a case crack leak. A crack in the case was found between the case seal and the keypad cover, and between the case seal and the display lens corner. The pump was opened to find moisture on the motor flex connector, and on the main printed circuit board/transceiver. Additionally, the audio bolus button cover was damaged/punctured but was responsive during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.